Event description:
Additional information was received from manufacturer representative (rep). Cause of issue was unknown. No further information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient is having a hard time charging, not getting the excellent coupling. Caller reports the li ion in the controller is not holding a charge. Caller reports patient charges the controller everyday to 100% and ins charge every other day. Caller reports patient can only charge ins up to 40%. Caller reports patient is having a hard time maintain excellent coupling, patient uses the belt and is tight. Caller reports patient has tried the recharging belt and holding the recharger. Caller reports she is with patient and is able to charge ins at excellent coupling, was at orange charge level and now at 40%. Caller reports she has been waking up the controller to check the status of the coupling and has been seeing excellent. Reviewed letting the controller go to sleep and observing the led light while charging, suggest not to waking up the controller to check the status. Caller reports she will do further education with patient. Caller reports she will interrogate patient's ins and call back if she needs further assistance. Caller called back to review pt concerns about heating and timing for recharging ins. They have gotten to 50% now during clinic visit. Caller commented it quickly went from orange level to 40% and then it was a little slower getting to 50%. Looked at recharge data and pt showing charging every 4 days with charge sessions at 6 min, 25 min, 30min, 1 hr and 1.4 hrs. More specifically, it took pt 25 min to go from 60 to 90% and pt went from 30 to 100% in 1.4 hrs. Pt has a mixture of good andexcellent coupling with their sessions. Technical services indicated this was normal timing, especially with good coupling and if pt is waking up controller frequently (per previous conversation). Pt mentioned having some heating during recharging and having to pull away the recharger. Pt uses belt and uses pillow also to prop up the belt as pt can't get belt tight enough. Tss reviewed make sure pillow not holding in a lot of heat during recharging which pt may be feeling and that some heating is normal. Tss reviewed having pt monitor her recharging and to call back if they are having any continued issues.